Event description:
(B)(4). The patient's attorney alleged a deficiency against the device. Additional information has been requested, but not yet received.

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. (B)(4).

Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced erosion, foreign body in patient, pain, dyspareunia, infection, mixed urinary incontinence, nausea, vomiting, urinary tract infection, anxiety, pelvic pain, cramping, depression, cysts, chest pain, headaches, adhesions, abdominal pain, hypermenorrhea, rectal incontinence, rectocele (prolapse), oozing/blood loss, urinary frequency, nocturia, vaginal bleeding, palpable ridge band, thin vaginal mucosa, discomfort, fecal leakage, urgency, bladder infections, radiating low back pain, high blood pressure/hypertension, burning sensation, pressure, urinary retention, bladder lesions, vaginal tearing, mesh exposure, impaired healing, fatigue, red blood cells/bacteria/mucus/blood/leukocytes/escherichia coli in urine, vaginal discharge, overactive bladder, sensation of incomplete emptying, scarring, leakage, hematuria, levator myalgia, tenderness, low blood pressure, dizziness, discharge, groin pain, myositis, tachycardia, palpitations, metaplasia, weight fluctuations, lightheadedness, dysuria, bloating, diarrhea, sweating, constipation, elevated white blood cells, low creatinine, night sweats, diminished libido, insomnia (sleep disturbance), malaise, chills, aching, elevated temperature, fever, swelling, low hematocrit, hemoglobin/red blood cells, drainage, bladder (muscle) spasms, edema, weakness, non-surgical and additional surgical interventions.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced bladder pain, thinning genitourinary tissues, banding of vaginal mucosa, anterior vaginal tear "probably intercourse related," cystocele, myofascial pain, pyelonephritis, acute cystitis, left leg pain, pain with intercourse, bleeding with intercourse, fecal incontinence, pelvic floor physical therapy, extremely thin vaginal mucosa under the tot (transobturator tape) mesh, an explant surgery and lysis of adhesions. She experienced psychological and emotion issues.